Manufacturer narrative:
Device labeling addresses: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. The signs of acute infection include erythema, tenderness, fluid accumulation, pain, and fever. Device analysis notes: white particle material on device inner surface. Linear opening on patch. Linear leakage on patch opening. Linear striated opening on patch. No blockage in port hole of diaphragm valve during fill inspection.

Event description:
Per additional information, health professional noted "swelling involving the right breast" which was believed to be "an infection, treated with antibiotics."

Event description:
Health professional reported a right side deflation. Health professional additionally reported "enlarged right breast; seroma right breast implant pocket. [Patient] was given some antibiotics with some improvement, but with recurrent suddenly enlarging right breast¿ at the time of surgery, a clear straw colored fluid, approximately 450cc was removed. Some proteinaceous exudate was found in and around the pocket and the implant.¿ pathology report states diagnosis of ¿consistent with anaplastic large cell lymphoma, alk-negative (alcl); associated with breast implant. Neoplastic cells are cd30, cd4 and cd43 positive.¿ per additional information, health professional noted :swelling involving the right breast" which was believed to be "an infection, treated with antibiotics."

Manufacturer narrative:
Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Health professional reported a right side deflation. Health professional additionally reported "enlarged right breast; seroma right breast implant pocket. [Patient] was given some antibiotics with some improvement, but with recurrent suddenly enlarging right breast... At the time of surgery, a clear straw colored fluid, approximately 450cc was removed. Some proteinaceous exudate was found in and around the pocket and the implant." Pathology report states diagnosis of "consistent with anaplastic large cell lymphoma, alk-negative (alcl); associated with breast implant. Neoplastic cells are cd30, cd4 and cd43 positive."